Event description:
It was reported that this right ventricular (rv) lead was attempted at implant however was not sensing as expected. The lead was not used and the procedure was successfully completed. No adverse patient effects were reported.